Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer's blood glucose level was 250 mg/dl and was addressed with manual injections. It was confirmed that the customer will use another pump to continue insulin therapy.